Manufacturer narrative:
Initial 6 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient faced adhesive issue for eight infusion sets event occurred on (B)(6) 2026. Patient reported infusion set fell off during use. Infusion sets were used for one to two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.